Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a battery of a spectrum pump was depleted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The reported symptom 'battery depleted' was verified through the event history log and reproduced. Evaluation revealed that the cause during a visual inspection to be corrosion on the battery contacts. The battery was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation observed a system error 322 alarm on (B)(6) 2019. The cause was identified to be a failed lower auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.